Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system would not turn on. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not switching on. Review of the system log files identified a gap in the logging around the time of the event, which, as the host pc is responsible for maintaining the logging, indirectly indicates an issue with the host pc. Upon troubleshooting, the fse found an issue in the host pc basic input/output system (bios) settings, which caused the system not to power on automatically and required manual power on. To resolve the issue, fse reseated the host pc connection, verified the bios settings, and updated the required configuration. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.